Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the clinical patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to infection. The patient was reimplanted on (B)(6) 2000.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that the clinical patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient underwent a radical debridement procedure on (B)(6) 2000 due to infection.